Event description:
In a customer experience survey, a peritoneal dialysis (pd) patient reported having had a serious infection while previously on peritoneal dialysis modality. The patient stated they were recently hospitalized and it was too hard to re-start peritoneal dialysis and had problems with their access catheter. The patient stated they did not receive enough training, had sleep issues and felt isolated doing their treatment at home. Upon follow-up, the facility peritoneal dialysis registered nurse (pdrn) was unfamiliar with the patient and no additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, and/or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.